Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown bearing, unknown. Unknown, unknown tibial tray, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02847, 0001825034-2018-02848.

Event description:
It was reported that a patient underwent an initial procedure. Subsequently, the patient was treated with a two stage revision due to infection. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Upon further investigation and evaluation, it was noted that this device is not related to the event/no issue identified. 0001825034 - 2018 - 02847 - 1, 0001825034 - 2018 - 02848 - 1.